Event description:
Nursing assistant was attempting to get a resident out of bed using the handle to the lift was properly locked in place; however it spontaneously released itself and struck the nursing assistant in the chest causing soreness and tenderness in the sternal region. No visible injuries were noted.